Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. Visual inspection revealed that the door was broken. The cause of the condition was not determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.